Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a high tibial osteotomy procedure on (B)(6) 2017 and the drain was implanted at the knee surgical site. Two days after the procedure, when trying to remove the drain, a doctor felt unusual resistance and continued to pull the drain, but it was broken and a part of it remained inside the body. On the same day, the re-operation was performed and the broken drain piece was removed. The doctor opined that since he felt resistance when pulling the product, there is a high possibility that the drain was caught by the plate. The doctor also opined that such resistance might be common in knee operations, then, he applied additional force to pull the drain. The doctor opined that there is a possibility that when fixing the drain using a needle-suture, the needle passed through the drain. The patient is currently in the hospital and being monitored. The postoperative course is fine. No further information is available.

Manufacturer narrative:
The broken end of the drain is very indented which suitable for breakage following previous mechanical damage. Apparently, the drain broke following some mechanical damage in use.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.